Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
(B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a zlb00 intraocular lens (iol) was implanted on (B)(6) 2018 into the right eye and the patient complaint of difficulty reading and blurry vision. There were no adverse patient affects during surgery. The patient requested a symfony iol be implanted. Additional information received revealed the patient first reported the visual issues on (B)(6) 2018, and the explant was performed on (B)(6) 2019. No additional intervention was performed. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.